Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated lead has moved and did not feel the stimulation in the vaginal area as she did yesterday. Patient mentioned was assisted by the nurse with switching side but that did not help. It was later reported a day later that the lead migrated. Patient external device was unable to find device. Was able to successfully troubleshoot and got the device working again. Patient mentioned she thought she saw batteries were low, but once device was back on she stated battery levels were good. Patient also mentioned how she felt leads might have migrated, was unsure. Additional information reported 4 day from initial call indicated that patient rated their evaluation "worse than she expected" and was unable to truly gauge improvement, it was difficult for her. Additional information reported couple days later indicating that she was supposed to have her trial components removed on the day of this call but was cancelled. Patient wanted to know if the system was still running and they were able to increase stimulation from 1.0ma to 1.5ma. It was reviewed that the system seems to still be working as intended. Patient tried to increase amplitude before calling, but she was not able to but attempted again during the call, and they were able to adjust amplitude as desired without issue. Patient stated that yesterday she had a return of her target urinary symptoms but has not yet spoken with her healthcare provider (hcp) about this, but she will mention it when she sees her hcp (hopefully tomorrow). Patient stated that her wires moved, and it happened "right away". Patient suspected that the wire may have moved when she twisted while she was sleeping. Patient wanted to know how long she needs to avoid bending/twisting/stretching. No further patient complications have been reported because of this event in the event description.